Event description:
An (B) (6) male underwent initial endovascular aortic repair on (B) (6)2010. The case was finished and they did the final run. There were no leaks and the surgeon proceeded to close the left groin, which was the contralateral side that was performed on. Upon removal of the main body sheath on the right, pressure dropped, bleeding started. The assisting physician and the rep were not in the room when this occurred. They were paged back to the room, (CPR had already been administered when they returned to the room), subsequently, found a rupture in the right iliac below the hypogastric - found a perforation in common femoral. Put up a coda balloon x 40, then placed a tfle device to cover the rupture. Post dilated with a coda balloon x 32 and there were no leaks. They continued CPR and the pt never recovered.

Manufacturer narrative:
Device code: no info was provided regarding device. No product or images were returned to assist in the investigation. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with an IFU, which describes the indications for use, warnings, precautions, and the proper deployment sequence. Specific to this case, the IFU emphasizes that morphology should be compatible with vascular access techniques and delivery systems of a 14-22 fr introducer sheath. The IFU provides recommendations for proper selection of graft size based on pt specific vessel diameter. The device includes a 22 fr sheath with an od of 8.5mm. It is difficult to determine the cause of the reported difficulty with the info provided. Info concerning the pt's anatomy and difficulty during delivery system withdrawal were not reported. With the info provided, we are unable to determine how the device may have contributed to the event. The customer has been contacted to see if additional info and imaging are available for review. At this time there is no indication that a design or process induced failure of the device resulted in the reported difficulty. The file will be updated if additional info concerning the event is received. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints.